Event description:
After iabp for three days, the system 96 pump alarmed. After two hours from pumping, the rate was changed to 1:1 and then, blood leaked in the catheter. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - rpt'd 3/3/98.) (Pt's current status: unk - rpt'd 3/3/98)